Event description:
It was reported that the system 9800 digital film images were too bright. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted camera iris for acceptable brightness. The system was tested and found to be working as intended and placed back into service.